Event description:
It was reported that there were no emissions after pressing the pedal. Also, the dichroic mirror of the micromanipulator was loose and reassembled incorrectly in its bracket, which caused misalignment and low power output at the focal distance. There was no patient involved.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.